Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac arrest and ventricular fibrillation (vf). It was also reported that the right atrial (ra) lead and the right ventricular (rv) lead exhibited intermittent undersensing. Three days after the event date the implantable pulse generator (ipg) system was removed and replaced. No further patient complications have been reported as a result of this event.